Manufacturer narrative:
Sample are lithium heparin with a gel barrier and are centrifuged for 10 minutes at 3500. Quality control was within the customer's established ranges prior to and after the erroneous result. A system check was performed on (B)(4) 2010 and met specs. On (B)(4) 2010, the field service engineer verified ultrasonics, alignments and temperatures. Inspected all hardware. No problems observed. A system check and a high sensitivity system check were performed and met specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable event.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were not reported out of the laboratory. Repeat analysis was performed in duplicate on the same access 2 immunoassay system. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.